Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
While performing a revision of the patient's right clavicle, a variax broad straight 7-hole fracture plate was implanted. While using the correct drill and drill guide, the locking threads of the locking screw would not engage in the plate. The screw was removed and a second screw attempted, and the screw again would not engage in the plate. After evaluating patient's stability, surgeon decided to leave the 2nd screw in. Surgery was completed with a delay of approximately 1 minute. No adverse consequences reported.

Event description:
While performing a revision of the patient's right clavicle, a variax broad straight 7-hole fracture plate was implanted. While using the correct drill and drill guide, the locking threads of the locking screw would not engage in the plate. The screw was removed and a second screw attempted, and the screw again would not engage in the plate. After evaluating patient's stability, surgeon decided to leave the 2nd screw in. Surgery was completed with a delay of approximately 1 minute. No adverse consequences reported.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. If the device is returned or if any additional information is provided, the investigation will be reassessed.